Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were reported but it is unknown which caused the reported event. Product , lot , quantity , UDI , 510k. 7893035 , w08f1798, 2 , (B)(4), k052609; 7896545 , 950828 , 4 , (B)(4), k050809. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: posterior lumbar interbody fusion it was reported that post-op, patient complains of low back pain with bilateral extremity pain. Treatment included trigger point injection of the superior posterior iliac crest on right. Injection contained 4 cc lidocaine and 1 cc depo medrol. Probable relationship to interbody device.